Event description:
It was reported that a hardware removal was performed due to a broken plate. It was reported that the 4.5 mm locking compression plate broke through the second or third from the proximal hole. The original implant date was approximately (B)(6) years ago. The hardware removal was performed on (B)(6) 2014. The patient was not revised to another plate. The surgeon removed a 4.5 mm locking compression plate and approximately 8-10 locking and cortex screws, it was reported that the screws removed, were intact. The hardware was washed and retained by the facility and will be disposed. The product will not be returned for the investigation. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted (B)(6) years prior to the date of this report. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp condylar plates was processed through the normal manufacturing and inspection operations with no non- conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at the time of acceptance with one ncr generated: nonconformance # (B)(4): lot number 5026861 was rejected for ¿thickness 5.95/6.05 ull to 5.805¿. This non-conformance was dispositioned as ¿use as is per dco #(B)(4) as the raw material was ordered to revision e and meets 5.7/6.0mm thickness requirement.¿no device was returned for dimensional inspection. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.